Manufacturer narrative:
The product has not been returned for eval. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer rec'd multiple occlusion alarms. The customer's blood glucose level was elevated. As the customer had changed the infusion set and insulin multiple times prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.